Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device gave an elective replacement indicator (eri) and was functioning at the eri settings, but there was also evidence that the device battery was okay. It was possible to clear the eri message and reprogram the device. The device remains in use. No patient complications have been reported as a result of this event.